Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left coronary artery (lad). The lad trunk was cannulated with a 6fr guide catheter. A 3.50 x 15mm non-boston scientific (bsc) stent was advanced to the distal lad over a non bsc guide wire and directly implanted in the middle segment. A proximal residual lesion was observed so a 3.00 x 20mm rebel bare metal stent was then implanted at 18-20 atmospheres. An angiographic image was suggestive of the rebel stent being fractured. A 3.5 x 32mm promus stent was released intra-stent at 16 atmospheres with good luminal gain and timi 3 flow obtained. There were no patient complications and the patient was fully recovered.